Manufacturer narrative:
Batch review performed on 25 january 2022: lot 2100319: (B)(4) items manufactured and released on 15-june-2021. Expiration date: 2026-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional components involved: gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot. 2105264: (B)(4) items manufactured and released on 07-jun-2021. Expiration date: 2026-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.e0510fr tibial insert fixed sphere flex size 5/10 mm r e-cross (k202022) lot. 2012401: (B)(4) items manufactured and released on 22-jan-2021. Expiration date: 2026-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot. 2108183: (B)(4) items manufactured and released on 14-sep-2021. Expiration date: 2026-08-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 3 months from the primary the surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.